Manufacturer narrative:
A breast biopsy procedure using a mammotome elite holster (meh1) with a mammotome elite probe was conducted on (B)(6) 2016, during which a vessel was caught in the cutter and inadvertantly biopsied, causing increased bleeding. The possibility of bleeding exists with any biopsy procedure and some biopsies will have it more than others, based on the anatomy of the patient and the lesion. Bleeding complications are almost always limited to bleeding that can be stopped with manual pressure (5 - 10 minutes common). However, more bleeding can occur if a blood vessel is biopsied, which is what occurred in this case. In some cases, it is not possible to avoid the biopsy of a blood vessel, as the vessel is too close to the target lesion. Additionally, some tumors create neo-vascularity, where the tumor creates a network of blood vessels to feed the tumor. This can contribute to a higher potential of bleeding at the biopsy site, necessitating additional medical treatment that requires attending to in another medical treatment facility, such as an emergency room, as in this case. Follow up with the treating physician indicated that the patient was treated and released from the ER same day, with no further complications. In cases where a higher than normal fluid volume is observed, the device filter can get clogged, which can lead to fluid buildup on the gears of the device. In these cases, the device is sent back to the manufacturer for evaluation and disposal and a replacement is provided. This provides assurance that the device will not be used in subsequent procedures, thereby removing concern of potential cross contamination between patients. The device has not been received by the manufacturer at the time of this report, thus, a complete evaluation cannot be conducted. However, based on the information provided, it is likely that the device filter got clogged due to increased bleeding during the biopsy procedure. Device not yet received by manufacturer.

Event description:
Doc hit an artery during procedure, unit is now bloody. Patient was taken to ER for treatment, and released with no further complications.

Manufacturer narrative:
Additional information: device was received on january 11, 2017 for analysis and evaluation. The voc was confirmed, e.g., higher than normal fluid volume was observed, causing the device filter to get clogged, and fluid buildup on the gears of the device. The device was dispositioned as not serviceable, and will be placed in quarrantine for future reference should additional evaluation be required. A new device was provided to the customer. No patient impact.

Event description:
Doc hit an artery during procedure, unit is now bloody. Patient was taken to ER for treatment, and released with no further complications.